Event description:
It was reported that the patient was up 10lb and was volume overloaded on (B)(6) 2024. They were instructed to take metolazone 2.5mg daily, 30 minutes prior to their bumex (bumetanide) dose on (B)(6) 2024. Patient took metolazone for 2 days following the last visit on (B)(6) 2024 and reported no significant increase in urine output or weight loss. The patient talked with their nurse coordinator on (B)(6) 2024 and reported their weight was down 13lb and the patient was feeling much better. In the evening on (B)(6) 2024, the patient went to the emergency room for complaints of shortness of breath. Ed record report near syncopal episodes in the ed. A chest x-ray was performed and showed no acute cardiopulmonary process, labs were unremarkable. They were examined by the emergency department (ed) physician and were found to be unremarkable, and they were discharged to follow-up at the clinic. The nurse coordinator called to check on the patient the day after discharge from the ed and the patient had anxiety since the left ventricular assist device (lvad) placement was causing the shortness of breath. The patient's spouse noted that there had been issues with their children which was also increasing the patient's anxiety and kept it elevated. The patient reported compliance with a low sodium diet but admitted to drinking more fluids than 50oz per day. The patient continued with decreased endurance and stamina and shortness of breath with exertion. The patient¿s weight was stable compared to last visits. The patient had 2 syncopal episodes and collapsed on (B)(6) 2024 and was admitted to the hospital. The patient had stated that they had one syncopal episode at 1:00 after going to the bathroom which resulted in a fall resulting in the patient hitting their head and their left chest. They also reported another event of syncope at 14:00 but denied a head injury. On (B)(6) 2024, they were transferred from a different hospital. The patient previously had issues with volume control at which time metolazone was utilized however over the past week the patient significantly reduced their fluid intake. The patient did note that they had intermittent rectal bleeding and some nose bleeds earlier on (B)(6) 2024. The bleeding was to be reassessed in the morning after labs returned. Log files were submitted for review. The event log file captured a few low power advisories due to battery depletion throughout the log file. Some of the low power advisories developed into low power hazards. There were also some power cable disconnects captured on the event log on both power sources. There were no other notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended. The flows were 5.3lpm, speed was 5700rpm, pulsatility index (pi) was 2.1, and power was 4.4w. The patient reported that the power cable disconnect alarms were accidental; the patient had fallen asleep and did not hear the alarms and they were re-educated on when to change batteries. The cause of the syncope was suspected to have been over diuresis and right ventricular failure. An echocardiogram, computed topography (CT) scan of head, chest x-ray, and labs were taken. The patient was preload dependent and the transthoracic echocardiogram (tte) showed significant right ventricular dysfunction and enlargement with the aortic valve not opening and there was at least mild aortic insufficiency, and severe tricuspid regurgitation (tr) was noted. It was noted that the patient had a history of right heart failure pre-lvad implant, and a device issue did not cause or contribute to the right heart failure. The patient was also noted to have a history of aortic and tricuspid valve insufficiency which was seen in an echocardiogram taken on (B)(6) 2024 prior to lvad implant. The patient also had atrial fibrillation with intermittent rapid ventricular response (rvr); they were noted to have been asymptomatic during these episodes. It was noted that the patient did not have a history of atrial fibrillation pre-lvad and did not have an implantable cardioverter-defibrillator (ICD). The patient was noted to by asymptomatic of arrythmia symptoms. The CT of the head without contrast reported no acute abnormalities. The CT of the cervical spine reported no acute fracture or subluxation, and CT of facial bones were without fracture. Based on the tte, sildenafil was increased to 40mg every 8 hours. After the patient's diuretics were held for a couple of days, the symptoms subsided. The patient was discharged on (B)(6) 2024 on amiodarone 200mg daily and bumex (bumetanide) 4mg orally twice a day, jardiance (empagliflozin) was discontinued, and spironolactone was increased to 50mg. They had a consult with electrophysiology (ep) and they felt that the syncope was not related to arrhythmia; they recommended against an ICD and the patient was discharged with a holter monitor in place with 110kg to be used for their dry weight. The patient was alive and well upon discharge and was to be seen weekly in clinic. It was noted that the patient still had some right upper chest and shoulder pain. Their current medications are so follows: bumex (bumetanide) 4mg twice a day, spironolactone 50mg twice a day, amiodarone 200mg daily, aspirin (acetylsalicylic acid) 81mg daily, potassium 40meq twice a day, gabapentin 300mg three times a day, zoloft (sertraline) 50mg daily, trazodone 100mg once a day at bedtime, guanfacine 2mg once a day at bedtime, metolazone 2.5mg as needed, sildenafil 20mg three times a day, senokot(senna) daily, protonix(pantoprazole) 40mg twice a day, robaxin (methocarbamol) 500mg twice a day, melatonin 5mg once a day at bedtime, warfarin 3mg nightly, jardiance (empagliflozin) 10mg daily.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files showed the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure, other neurological events (not stroke-related), and bleeding. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also contains a subsection entitled ¿right heart failure¿ with additional information. Additionally, this section outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. This section also includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.